Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigation the customer reported issue. The fse was able to reproduce the issue. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and was ready for use. Isi has received the usm and performed failure analysis evaluation. The unit came in with a reported "23087" error that was confirmed via a system log review and replicated in-house. The unit was tested on an in-house system with no triggered errors. The unit was also tested where the sine cycle had a 23087 (degrees of freedom (dof) 5). As a fix, the dof 5 gearbox and rotor will be replaced.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, arm #2 faulted out. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found repeated errors against axis 5 on arm #2 . When the customer called the tse, the patient side cart (psc) was undocked from the patient and the system was turned off. The tse had the customer hard power cycle the psc. The system powered on error free. The customer was in the process of docking back up to the patient as they were ending the call. The tse informed the caller that the error might come back after they try to use an instrument on arm #2. The site placed another call to tse several hours later to report that the error returned. The procedure was completed as an open surgery. Isi followed up with the customer and received the following additional information: prior to the event, the system initially powered on with no errors. The reported issue occurred in the middle of the procedure. There was no injury to the patient. On 11-jan-2024, received FDA voluntary report with MDR report #mw5149481 with the following event description: davinci "arm 2" stopped working during surgery in or room 8. After attempts to troubleshoot, had to convert case to open surgery and abort robotic portion."